Manufacturer narrative:
The customer reported that there was a power outage, and the central nursing station (cns) lost power as well. All information except arrhythmia recall was present, and none of the patient tiles they select has any recall data. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that there was a power outage and the central nursing station (cns) lost power as well. All information except arrhythmia recall was present, and none of the patient tiles they select has any recall data. No patient harm was reported.

Event description:
The customer reported that the central nurse's station (cns) lost power during a power outage and, when powered back up, it was discovered that arrhythmia recall data on all tiles was lost. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) lost power during a power outage and, when powered back up, it was discovered that arrhythmia recall data on all tiles was lost. Nihoh kohden technical support (nk ts) recommended they use an uninterruptible power supply (ups) to avoid this type of issue in the future. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the cns was not connected to a ups. If the user requires continued operation during power interruptions, it is recommended that the cns-6201 be powered from an uninterruptible power supply (ups) or a backup battery. The possible cause of this issue is considered to be improper device setup. Investigation of the reported issue found it to have been caused by improper nk device setup by the user. This complaint does not suggest a deficiency/malfunction of the nk device.